Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia as well as we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. It was reported while a patient had been wearing a pod for 24 hours their blood glucose level had rose to 497 mg/dl. In addition the patient reports the pods cannula had become dislodged from the pod infusion site and upon removal of the pod the cannula was found to be bent. The patient reports having a sinus infection as well as a cough, dehydration and a temperature of 102.2. Once at the hospital the patient was diagnosed with a viral respiratory infection. As treatment, the patient was given intravenous fluids as well as tylenol. The patient was released from the hospital the same evening of this event.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The length of soft cannula was observed to be within specification. The data downloaded from the device did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended.